Event description:
It was reported that the user, newly started on the ilet with dexcom g7, experienced low blood glucose after dinner when he believed he had dosed for a usual meal but ate less, treated with two glucose tablets without full resolution, then ate a snack that briefly elevated glucose before returning to range, and received education on the ilet learning phase and meal announcement practices. Symptoms included hypoglycemia. Outcomes included recovery without hospitalization. Investigation included customer care troubleshooting and user education on appropriate announcements and spacing meals. Investigation of this case revealed no device malfunction and suggested user-related factors during early adaptation of the ilet as the likely contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.